Event description:
Repair center: alleged alarming/red light and key is the poppet valve for the solenoid is scratched. Additional malfunctions are the nylon ties have loose hardware and the clamps for the manifold have leaking hoses.